Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver data log was downloaded and no errors were observed. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on the receiver on (B)(6) 2015. Patient reset the receiver and it did not resolve the issue. Patient did not report any injury or medical intervention.